Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. There was challenges throughout the procedure with imaging due to the anatomy. A mitraclip became entangled within the chordae. Troubleshooting was performed unsuccessfully. The clip was implanted on both leaflets with chordae. Two additional mitraclips were implanted successfully. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device (clip caught on chordae) or poor image resolution. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (poor imaging). The reported poor imaging is related to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.